Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. Customer initially believed the cause of the event to be consumption of carbohydrates and dehydration; however, customer's healthcare provider did not believe this to be the cause. Ultimately, the cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 22 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as customer did not experience and further issues.